Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There is no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 error code 800.8000. (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: 8015 sn: (B)(4) customer just wanted to know how to correct this error code 800.8000. I explain to the customer that he needed to re flash the unit. The customer said ok and ended the call. Failure device type: failure problem type: failure mode: case resolution: customer was getting error code 800.8000. I explain to the customer that he needed to re flash the 8015. The customer said ok and ended the call.